Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 525 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was wearing the insulin pump during their hospital stay. The customer feels that something was wrong with their insulin pump. The customer stated that she needed to change the battery and change the infusion set. The customer stated that they will call back with more information at a later time. The customer did not troubleshoot and did not send the product back for analysis.